Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced fungal peritonitis which was manifested by vomiting. The cause of peritonitis was unknown. The patient was hospitalized in the intensive care unit and was treated with unspecified antibiotics (ongoing, doses, routes, frequencies and durations were not reported) for the event. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.